Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the two week follow up, transesophageal echocardiogram (tee) revealed a device related thrombus (drt) on the closure device. The physicians kept the patient on blood thinner medication and will repeat a tee in the future in response to the drt. No further interventions or patient complications were reported.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the two week follow up, transesophageal echocardiogram (tee) revealed a device related thrombus (drt) on the closure device. The physicians kept the patient on blood thinner medication and will repeat a tee in the future in response to the drt. No further interventions or patient complications were reported. It was further reported the patient was placed on dual antiplatelet (dapt) drug regimen post closure device implant, and the regimen had been followed and been therapeutic. The patient had been taken warfarin prior to the index procedure, and it had not been interrupted pre-procedurally. The patient had noticeable spontaneous echo contrast. The non-mobile drt was located on the face of the closure device, and laminar and pedunculated in nature.

Manufacturer narrative:
B5: information added b6: information added b7: information added.